Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the shipper was discovered to have correct part number (320122), while the shelf packs inside have a different part number (320859), both with same lot and expiration information with 213 bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the wrong product was received, with correct outer labeling.

Event description:
It was reported that prior to use the shipper was discovered to have correct part number (320122), while the shelf packs inside have a different part number (320859), both with same lot and expiration information with 213 bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the wrong product was received, with correct outer labeling.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. The root cause investigation is ongoing and will be documented in CAPA # 1845943.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two (2) photos of shelf cartons and shippers for 32gx4mm bd pen needles were provided. Customer reported that the wrong product was received, with correct outer labeling. The photos were reviewed, and it was observed that the shelf cartons were from catalog# 320489, and the shippers were for catalog# 320122, indicating a mixed product issue. Sa bddc-20-3896-sa and CAPA 1845943 were raised for this mixed product issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that prior to use the shipper was discovered to have correct part number (320122), while the shelf packs inside have a different part number (320859), both with same lot and expiration information with 213 bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the wrong product was received, with correct outer labeling.